Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The lead exhibited high out of range pace impedances of greater than 2000 ohms, so the lead was removed and replaced. The out of range values were observed when the lead was tested via a pacing system analyzer. No adverse patient effects were reported.